Event description:
It was reported that the asymptomatic patient presented in the operating room for a change out due to normal elective replacement indicator. Externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced.